Event description:
It was reported that the patient had ewing sarcoma of the right proximal tibia six years ago treated by chemo, and surgery, without radiotherapy. The reconstruction was achieved with a jts (non-invasive) extendible proximal tibial replacement (pin 22158) (110mm of possible extension). The lengthening was not regularly possible because the boy is far from paris, living in tahiti. The main issue is that the growing mechanism is not working anymore. There is a limb length discrepancy of 2.5cm in october 2024. A revision was requested to address this limb length discrepancy.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.